Event description:
A malfunction alarm was reported by the customer, identified by the code "malf 0." The customer's blood glucose level was recorded as 7 mmol/l, which is within the normal range, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to report any future issues if the malfunction code reoccurs.